Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) represents surgical intervention.

Event description:
Clinical adverse event received for delayed wound healing (superficial subcutaneous dysvascular changes with eschar and delayed healing) and subsequent revision related to infection and wound breakdown. Revision operative note indicates that the patient also sustained a partial patella tendon rupture which was debrided during the revision. Doi: (B)(6) 2018. Doe: (B)(6) 2018. Dor: (B)(6) 2018. (Right knee).